Event description:
It was reported the procedure was to treat a calcified and tortuous lesion in the superficial femoral artery (sfa). A 5x100mm absolute pro stent was implanted without issue. A 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however resistance was met turning the thumbwheel. After deploying one third of the stent, the thumbwheel stopped moving and the stent appeared shriveled. Upon removal of the ses, the stent sheath got stuck on the guide, the purple sheath broke away from the handle and the stent deployed in the target lesion. Post dilatation was performed with a balloon catheter in the attempt to reopen the stent (regain its shape), but when removing the guide, the sheath had stuck with it. Additional balloon inflations were performed however the physician still felt something was in the artery. Another balloon was used however a piece of the sheath was found in the artery. A snare was attempted to be used however it broke. The introducer sheath was removed with pliers, damaging the access site. The separated part of the sheath was blocking the right iliac artery and the stent was blocked. The patient remained hospitalized for observation and another procedure was scheduled at a later date to remove the remaining parts. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported sheath material separation was able to be confirmed. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported stent material deformation was unable to be confirmed as the stent was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the calcified and tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam, the reported activation/deployment failure and the reported stent material deformation (stent appeared shriveled). During removal, inadvertent interaction with the guide resulted in the reported/noted sheath material separation. Further interaction and/or manipulation of the compromised device resulted in the noted multiple device damages (multiple jacket kinks, multiple outer member splits, partial outer member-stent sheath bond area separation, tip/inner member separation, bunched/wrinkled/kinked inner member). As reported, the separated part of the sheath was blocking the right iliac artery and the stent was blocked. The patient remained hospitalized for observation and another procedure was scheduled at a later date to remove the remaining parts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified and tortuous lesion in the superficial femoral artery (sfa). A 5x100mm absolute pro stent was implanted without issue. A 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however resistance was met turning the thumbwheel. After deploying one third of the stent, the thumbwheel stopped moving and the stent appeared shriveled. Upon removal of the ses, the stent sheath got stuck on the guide, the purple sheath broke away from the handle and the stent deployed in the target lesion. Post dilatation was performed with a balloon catheter in the attempt to reopen the stent (regain its shape), but when removing the guide, the sheath had stuck with it. Additional balloon inflations were performed however the physician still felt something was in the artery. Another balloon was used however a piece of the sheath was found in the artery. A snare was attempted to be used however it broke. The introducer sheath was removed with pliers, damaging the access site. The separated part of the sheath was blocking the right iliac artery and the stent was blocked. The patient remained hospitalized for observation and another procedure was scheduled at a later date to remove the remaining parts. No additional information was provided.